Event description:
The customer reported via phone call that the insulin pump was thrown out a second floor window and broke into several pieces by her nephew. Customer stated her that after the insulin pump got damaged, she reverted to manual injections and was hospitalized due to high blood glucose of 400 mg/dl. Current blood glucose is 150 mg/dl. Customer was advised that an insulin pump replacement would be sent. The device was thrown away and is not available for return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.